Event description:
During a pci treatment procedure, the maverick2 monorail 15x2.5 mm balloon ruptured at eight atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 80% stenotic lesion in the left anterior descending coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon of the same type to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'